Event description:
It was reported by repair work order that the customer alleged that the head section was broken. Upon inspection of the unit by the service technician, it was identified that the head extension section was broken/damaged.

Manufacturer narrative:
It was previously reported that we were made aware of this issue (B)(4) 2013, but we were not aware of the issue until (B)(4) 2013. This follow up is being filed to correct the reportability awareness date.

Manufacturer narrative:
Head section extension.

Event description:
Was reported by repair work order that the customer alleged that the head section was broken. Upon inspection of the unit by the service technician, it was identified that the head extension section was broken/damaged.